Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said about 2 weeks ago they started feeling a shocking sensation and started pooping themselves. Patient said they tried to turn the stimulator off but they couldn't find program a on the handset. Patient connected to the ins, patient was on program 3 and therapy was off. Reviewed how to find program a. Patient was able to successfully change programs and left stim off. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2026. Patient also stated that they get electrocuted, so the company rep turned the ins off, and they were told that the ins and leads need to be replaced. Patient mentioned that they will be going for an x-ray on the 9th. Agent documented reported events. Additional information was received from the patient on (B)(6) 2026 in regards to the same issue previously reported. Caller stated that they were trying call "at night " because their device electrocuted them. Caller stated that previously reported or spoke to a rep in march. Caller stated that a rep set-up a special program for them and they were trying to figure out when they called at night. Agent reviewed that if they called in after hours there is not a record of that , agent reviewed when they previously contacted ps. Caller was requesting a callback from the company rep. Agent sent a message top the rep to further assist.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.